Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
No additional information.

Event description:
It was reported that bd nexiva 22 ga x 1 in single port leaked nexiva cannula - diathermy sparked during use it has just been brought to my attention that we have had 3 separate incidents in the oncology unit within the past week involving the 22g bd nexiva closed IV catheter system, single port, where the diathermy sparked. Lisa keogh cnmiii has informed me of the below: 1st on 23/10 patient affected and treated for extravasation 2nd on 25/10 patient affected and treated for extravasation 3rd on 29/10 patient affected and treated for extravasation this is highly unusual and to give some context, in the past years there have been no recorded incidents of an extravasation and we have encountered 3 in less than a week. All the pivc lines had blood return prior to infusion which is the only indicator that the pivc is placed correctly, yet on all 3 occasions the product leaked outside the vein.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.